Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from the journal article entitled: endovascular aortic repair for early complications after implantation of the thoraflex hybrid graft. A. Claire watkins, a. Bella huasen, andrew hill, parma nand and andrew holden annals of thoracic surgery 2019 107(3) https://doi.org/10.1016/j.athoracsur.2018.07.061. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the thoracic endovascular treatment of a penetrating ulcer, covering the left subclavian artery. It was reported that 7 years later the patient presented with a type ia endoleak with pseudoaneurysm caused by stent migration. A secondary intervention was carried out and an aortic arch replacement was carried out using a non-mdt (thoraflex) stent graft that was implanted within the valiant stent graft. CT, post the procedure, showed a significant endoleak and pseudoaneurysm. Further intervention was carried out and it was noted during procedure that the non-mdt stent graft had compressed and foreshortened, and a catheter placed between the valiant and non-mdt stent grafts showed a prominent endoleak. A 42 x 130 mm valiant stent graft was implanted beginning at the junction of the patient¿s surgical and stent grafts and complete resolution of the endoleak was reported.